Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4) - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The target lesion was located in the renal artery. The physician advanced a guide wire to the renal artery. While the physician was advancing a 7.0mmx15mmx150cm express sd stent delivery system (sds) the stent moved on the balloon while in the aorta. The physician lost access to the renal artery when he used the guide wire to "catch the stent and put it in the iliac". The renal artery stenting procedure was successfully completed with a different express sd (sds). No further patient complications were reported and the patient's status was fine.